Event description:
(B)(4). Initial report: this nonserious case from (B)(6) was reported by a nurse to our local affiliate (B)(4). This case involves a (B)(6) female patient who received poly-l-lactic acid (sculptra) for an unspecified indication. Dosage and therapy dates are unknown. Relevant medical history and concomitant medications were not provided. On (B)(6) 2008, during the third treatment of poly-l-lactic acid, the injector hit a vessel on the tip of the nose area which is occluded and has turned black and bruised. Action taken with poly-l-lactic acid as well as the patient's outcome was not reported. Corrective treatment, if any, was not reported. Reporter's causality: not provided. A ptc (pharmaceutical technical complaint) has been initiated for this case. (B)(4). Additional information received (B)(6) 2008: results for ptc number (B)(4) (sculptra): since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marked in (B)(6). The review of the dhrs (device history reports), and the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show this kind of event is not batch related. Conclusion: no faults detectable.